Event description:
A physician reported a pt who was originally double skin tested on 12/14/98 and 1/4/99 with negative results. On 1/25/99, the pt was treated in one acne depression on the right chin and in two pt reported redness at the treatment sites. On 1/28/99, the pt was examined and the physician noted that all three sites were red and swollen over an area of about one centimeter each. The test sites on the arms were asymptomatic. The physician diagnosed a hypersensitivity and prescribed a medrol dos-pak on 1/28/99.